Event description:
It was reported the tip of a turboflash arthowand had become detached from the device within the patient during a shoulder arthroscopy procedure. An incision was made to remove several fragments. One fragment was reported to be left in the patient's soft tissue of the shoulder.

Manufacturer narrative:
Investigation in progress. The device was returned for investigation. A follow up report will be provided with the results of the investigation.